Event description:
An account reported that the stretcher brakes were not working on this stretcher.

Manufacturer narrative:
The brakes not working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replace the casters in order to resolve the problem.